Event description:
The customer reported that they received questionable results for six patient samples tested for tina-quant d-dimer (ddi). Of the six samples, one had an erroneous result that was reported outside of the laboratory. The sample initially resulted as 198 ugfeu/ml and this value was reported outside of the laboratory. The patient was sent to another hospital and tested there. The result from the other hospital was "around 1500" ugfeu/ml. The doctor questioned the initial sample result since it did not match the result from the other hospital. The original sample was repeated with a dilution and resulted as 1777 ugfeu/ml on (B)(6) 2015. The repeat result was believed to be correct. The patient was treated by the doctor even though the initial result was erroneous. The patient did not recover within a few days, so he was sent to the other hospital for confirmation and treatment. The patient was not adversely affected even though he received treatment and was hospitalized. The ddi reagent lot number was 69769401, with an expiration date of 05/31/2015. The field service representative determined that the reaction cells were scratched from the vacuum nozzle. He replaced the reaction cells and replaced the photometer lamp since it was more than 1 month old. He adjusted the vacuum nozzle position over the cell. He checked cell dispense levels and checked for proper cell evacuation. He removed and cleaned the sample probe. He performed a cell blank. The customer prepared a new ddi calibrator. Calibration and quality controls were performed; these were successful. No further alarms on ddi were observed. The customer ran a calibration, ran controls, and performed patient correlation testing; all recovered within the customer's guidelines.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
A patient's age has been confirmed to be (B)(6). The date of birth in has been confirmed to be correct.

Manufacturer narrative:
A specific root cause could not be determined based on the provided information. The information suggests there may have been issues with pre-analytic handling of the samples.